Event description:
It was reported that the patient presented to emergency room due to syncope. The patient had atrial flutter with a ventricular intrinsic heart rate of about 53 beats per minute. The device had not been checked in 4 years. Interrogation was not possible and there was no response to a magnet. When elective replacement indicator (eri) byte check was attempted, an "operation failed" message appeared. The pulse generator was replaced.

Manufacturer narrative:
No medwatch form was received.